Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient had a burn accident and the device pocket became swollen with turbid fluid when opened. The pocket fibrous tissue was removed and the exposed rv lead was washed and placed under flap then drained. Moreover, the rv lead was repositioned. There were no additional adverse patient effects reported. The rv lead remains in service.